Event description:
The system 7 sagittal saw was sent for evaluation due to overheating during a total knee procedure. A backup device was used to complete the case. There was no medical treatment or intervention required as a result of the event and no delays.

Manufacturer narrative:
It was noted during failure analysis that there was no problem found with the device. The device was returned to the customer.